Event description:
Received a false positive test result on an oraquick in-home hiv test. Lot number 006711890a. Expiration date 2026-01-31. As far as I am aware I followed all instructions properly. I wanted to report this just to record in the field use fault of the product, in case the lot was contaminated/damaged before distribution. Also reported to oraquick company itself.